Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low cholesterol result for one sample that was generated on the synchron lx 20 pro clinical system. The erroneous result was reported out of the laboratory. The sample was repeated and higher result was obtained. Patient treatment was not initiated or withheld based upon the erroneous result.

Manufacturer narrative:
The customer stated there is a possibility that there may have been debris in the sample. The customer stated the time vs. Abs plot from the original run looks bumpy compared to the plot from the rerun result. Calibration and qc results were acceptable. No repairs ordered for this issue and the issue had not reoccurred. This appears to have been an isolated, sample-related issue.